Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Patient's age is approximate.

Event description:
It was reported the catheter was being placed into a patient's right radial artery. The guide wire was being advanced through the needle and they experienced resistance. When the procedure was being aborted it was clear the wire was "shearing" as it was being pulled out. The wire was pulled back against the needle bevel and the piece that sheared off was almost the complete length of the wire. A hand surgeon was able to see the piece of wire protruding from the patient's skin and a small incision was made and they were able to pull the wire out at the patient's bedside. Another catheter was placed in the patient's left radial artery. They do not know if this caused a delay in treatment and there was no patient death or complications reported. It was noted the patient never experienced paresthesias or lost pulses in their hand and since complication was immediately noticed, the wire was removed within a few hours of the event.